Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) connected to the station remotely through remote support service (rss) and verified that the drawer failures had been recovered. After that the customer confirmed that it was completed to close service appointment because issue has been resolved. The system functioned as intended after the field service engineer tested the device.